Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a cotton tipped applicator. The customer reported that the stick broke while cleaning his tracheostomy. The applicator broke about 3 inches from the hip. The pt was able to remove the broken piece with his fingers. The pt status is fine.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.